Event description:
The physician got the wire into the mid forearm when a severe vasospasm occurred. In pulling back the wire, the distal tip became trapped. The wire unraveled and the physician was unable to pull the wire back completely at first. A small incision was made and a sturdier part of the wire was found. The physician was able to grab it with forceps. The physician was then able to pull the wire completely out of the vessel.